Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Investigation summary: the attached photo was analyzed. One of the probes in the photo has a missing probe tip. Call home was reviewed for system nm16nea00444 on 7/29/20. There were two procedures on this date, but since their timing is close, they are part of the same case. A pr20xt, nm19nhc91210, was connected to channel 2 and tested successfully. Five 1:00, 65w ablations were completed without error, followed by cauterize each time. A 2:00, 65w ablation was completed afterwards. A new procedure was started. This probe was disconnected and a new probe, nm20nhc00239, was connected to channel 1. The probe was tested and a 2:00, 65w ablation was started. There was a reflected power error instantly. The user attempted to start the ablation again but the same error was issued. The probe was disconnected and a new probe (sr), nm19nda78535, was connected to channel 1 and tested. An ablation was set to 2:00, 65w, but after 1:50, the probe issued a reflected power error. An ablation was set to 2:00, 65w. The user stopped the ablation after 1:12. A final 1:00, 65w ablation was completed and this marked the end of the case. No device will be returned to neuwave for further investigation. The root cause is unknown. No further investigation will be conducted on this complaint due to no device returning. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the approach/where anatomically was the probe inserted? Was there any resistance felt or any challenges inserting the probe? Where in the kidney is the probe tip located? Are copies available of any imaging performed? Was the postoperative patient care changed or any other treatment required? Are there plans to remove the broken probe tip? What was the date of procedure? Was it the same date as complaint reported? What is the current status of the patient?

Event description:
It was reported that the physician was performing a liver ablation in the or and he noticed the coating on the probe (prxt20) was peeling off. He finished that ablation and then got another probe (another prxt20) to perform another ablation. While placing the second probe, it started bending. The physician attempted to start the ablation and the probe "would not work." When he pulled the probe out of the liver, he noticed the green tip was missing. He could not find the tip in the liver using ultrasound, so he assumes it melted off. He pulled a third prxt20 and finished the case.